Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. A manual "try-it" test was and performed and passed. A global receiver vibration test was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded, and no data was found within the investigation window. Functional testing was performed and passed all relevant tests. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.